Event description:
Procedure: sigmoidectomy. According to the reporter: the nurse confirmed no problem in closing and opening jaw after setting of idrive. After confirming the normal conditions that all the indicator lamps were lighting, it was handed to the surgeon. The first firing started by pressing the blue button since the status lamp was lit up upon clamping on the tissue. Aiming for slow stapling, the surgeon performed the firing with tapping the blue button. However, at the third tapping, it stopped firing. At the moment any problem in indicator lamp was not confirmed. After a while, the blue button was pushed again. About 10 seconds after the incident, the blue light in status indicator lamp was lit up and cartridge lamp was blinking. Then pushing the silver button, the jaw was opened. After removal of device from pt in proper way, the sulu was replaced for another to continue the operation. When the clamp bar advanced in about 5 mm, tapping was allowed. Then with no problem the second firing was done. The case was completed with no problem. There was no pt harm. Reported the issue was not too thick to be operated. The operating time extended by less than 30 minutes. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).